Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure the patient´s cycles were once a month and normal. (B)(6) 2012: transvaginal ultrasound due to complaints of abdominal and pelvic pain: negative. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("irregular heavy mentrual bleeding"), 3 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("constant abdominal pain (also in left lower quadrant)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") with memory impairment, skin disorder ("recently started to notice bumps on her skin"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, fatigue, depression, nausea, skin disorder, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and skin disorder to be related to essure. The reporter commented: the patient has not been tested for a nickel allergy, but cannot wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: demonstrated that both tubes were occluded. Ultrasound pelvis - on (B)(6) 2015: results: was essentially unremarkable; on (B)(6) 2015: results: showed small volume of blood in the uterine cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received :case upgraded to serious incident category, event pelvic pain was updated, removal details added, new event added-abnormal bleeding, auto-immune disorder, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure the patient´s cycles were once a month and normal. (B)(6) 2012: transvaginal ultrasound due to complaints of abdominal and pelvic pain: negative. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("irregular heavy mentrual bleeiding"), 3 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("constant abdominal pain (also in left lower quadrant)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") with memory impairment, skin disorder ("recently started to notice bumps on her skin"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain, fatigue, depression, nausea, skin disorder, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and skin disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient has not been tested for a nickel allergy, but cannot wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: demonstrated that both tubes were occluded. Ultrasound pelvis - on (B)(6) 2015: results: was essentially unremarkable; on (B)(6) 2015: results: showed small volume of blood in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.